Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc and omsc could not investigate. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Although it could not be specified the cause of the reported phenomenon, based on the report of sorc, omsc determined there was the possibility this phenomenon was attributed to insufficient reprocessing or handling by the user. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was seemed the instrumental channel was clogged with something like a stent at the unspecified timing. During the incoming inspection for the repair at olympus service operation repair center (sorc), it was confirmed that it was clogged with the foreign object in the instrumental channel of the subject device and the foreign object came out from the instrumental channel. The occurrence date of the event is unknown. There was no patient injury associated with this report.